Event description:
The zenith fenestrated aaa endovascular graft distal bifurcated body was placed during fenestrated endovascular repair. An endoleak was detected at the final angiogram which persisted through until follow up. The area was ballooned and the leak was found to still be present, and appeared to be a type 3 endoleak. The patient underwent an additional procedure (aorta-uni conversion with a femoral/femoral bypass) to repair the endoleak, using the following devices: esc-24-12-80-zt, zip-14-30-zt, esbe-26-39-zt.

Manufacturer narrative:
(B)(4). Evaluation codes = unknown because investigation is still in progress.